Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was returned in two segments. The first segment was the proximal segment which was severed 23 centimeters (cm) from the is-1 terminal pin. No damages were noted to this segment. The second segment was a middle segment which could not be measured due to excessive damage that occurred during explant. Visual inspection of this second segment revealed evidence of trilumen insulation abrasion. The distal cable conductor was exposed, and 1 out of 4 rate sense (rs)- conductor coils were fractured. Laboratory technicians noted that the abrasion and fracture were most likely at the same location at one time; however, had moved due to pulling during explant. Laboratory technicians concluded that this type of damage was consistent with entrapment in the clavicle/fist rib region.

Event description:
Boston scientific received information that this transvenous defibrillation lead had a history of insulation damage noted at a replacement procedure. The rate/sense portion was surgically capped but the shocking portion remained active. A new sensing lead was implanted at that time. The lead was explanted approximately ten years later during a device replacement procedure and returned. No adverse patient effects were reported.